Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information received that the pocket was cultured and the physician confirmed that there was an infection. There were no additional adverse effects reported. The product was explanted.